Event description:
Further follow up with the surgeon confirmed that the patient's painful stimulation had no known relationship to the vns therapy system. Additionally, the surgeon confirmed that the painful stimulation allegation was not a contributing factor to surgery. No other relevant information has been received to date.

Event description:
Implant card was received confirming that the patient's generator was explanted and replaced due to battery depletion. The explanting facility is historically known to discard explants. No other relevant information has been received to date.

Event description:
During a surgery consult appointment for "battery depletion," the patient reported a shocking sensation with the vns stimulation. The neurosurgeon has referred the patient for an x-ray prior to scheduling the patient for a replacement of their generator. No known surgical intervention has occurred to date. No other relevant information has been received to date.